Event description:
The physician was attempting to use a visi-pro balloon-expandable stent to treat a 20 cm severely calcified lesion in the left proximal common iliac artery. The vessel had little tortuosity and the lesion had 90% stenosis. The artery diameter was 7.67mm. The procedure used a 6 fr non-medtronic sheath and a 0.035" non-medtronic guidewire. The visi-pro was prepped as per the IFU with no issues identified. The vessel was pre-dilated using an 4x4x40 evercross pta balloon without difficulty. The device did not pass through a previously deployed stent. During the first inflation at 8 atms, the stent balloon burst longitudinally. The vessel was successfully stented using the visi-pro balloon-expandable stent, despite rupture of the stent balloon. The fractured balloon was removed, and no intervention was required to remove any balloon particulates. The lesion was then post-dilated with the 8x40 evercross pta balloon. There was rupture with this balloon as well during inflation. The balloon was removed, and no intervention was required to remove balloon fragments. The procedure was completed using a non-medtronic balloon. No patient injury was reported.